Event description:
It was reported that the right atrial (ra) lead was exhibiting high impedance due to possible fracture as well as undersensing. Lead sensitivity was adjusted until the lead could be explanted and replaced. It was further reported that the right ventricular (rv) lead was exhibiting high impedance due to possible fracture as well as oversensing. The rv lead was explanted and replaced as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).